Event description:
A customer contacted beckman coulter inc. (Bec) stating that their unicel dxc 600i synchron access clinical system generated an erroneously high triglyceride (tg) result of 528 mg/dl on one patient sample. The result was not reported outside of the laboratory and there was no affect to patient with regard to this event. The sample was repeated and recovered a result of 108 mg/dl and upon repeat on a different instrument (synchron lx clinical chemistry analyzer) it gave a result of 19mg/dl. The customer then ran precision run of five replicates on both analyzers and concluded the result generated on the lx is the correct value (19 mg/dl, reported value). The precision run on the original instrument recovered 'init rate high' results of 48, 19, 20, 20 mg/dl and the precision run on the lx gave results of 20, 21, 20, 20, 20 mg/dl.

Manufacturer narrative:
The customer tried using new reagent which calibrated properly but the same first sample 'init rate high' errors appeared on both controls when they were each run five times. All other cartridge controls recovered properly. No other patient samples were affected. A field service engineer (fse) went on-site and found both mixer wash stations failing to spray water which can cause carryover issue. Fse also found dirty mixer paddles and a dirty wash probe. Fse replaced both mixer wash stations, tested and observed both spraying 3 smooth streams each. Fse also replaced wash probe and both mixer paddles, performed all alignments and primed, calibrated tg and ran qc which all passed well within ranges. The issue was resolved.